Manufacturer narrative:
Additional information was added to h6. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that four blue ports came off the bag. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) empty intravia containers 1000 ml had missing blue caps. This was observed after the bags were filled with cardioplegia solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.